Manufacturer narrative:
Device is a combination product. Date of event - used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that shaft break occurred. A 2.50 x 24 synergy drug-eluting stent was selected for use to treat a lesion. However, during preparation, the hypotube broke off and split in half in the sterile field but not inside the patient's body. No patient serious injury or adverse event were reported.